Manufacturer narrative:
H6. Investigation summary: it was reported the volume indicators on the syringe were distorted. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe filled with a drug and the syringe barrel scale skewed. The other photo shows a syringe packaging blister. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3139656. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing processes was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd luer-lok¿ syringe scale markings were unreadable. The following was received by the initial reporter: was using the product to measure phenylephrine infusion and realized that the printed numbers and volume indicators on the syringe were distorted and therefore did not provide accurate measurement guidelines. Patient was not impacted by the nonconforming product.